Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-19544 and 1627487-2013-19545. It was reported the pt to setup a programming appointment. The pt requested that the scs sys be explanted but gave no other info.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.